Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019, the clinical team noticed that the local display on their pump mounted on the heart-lung machine (hlm) would intermittently flicker. The team was able to see the flow value displayed on the central control monitor (ccm) and was able to use the local control knob, along with the ccm slider to control the flow for this pump. The team continued the use of this pump for the remainder of the procedure. There was no delay in the surgical procedure due to this issue. There was no harm or blood loss associated with this issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the display to flicker due to broken connector cable header of the graphics driver board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed no flicker or any other failure with the display. However, the fsr replaced the display with a new display assembly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the pump would sometimes flicker. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.